Event description:
It was reported the camera head had a hole and crack in the cord. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction, damaged cable insulation with cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.